Event description:
As stated in the novartis nutrition quality complaint form, by pulling the peg through the skin incision the actual sonde disconnected and was lost in the stomach. Procedure had to be restarted after collecting the peg from the esophagus."